Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event overnight with a measured value of 52 mg/dl while using the ilet bionic pancreas, and the cause of the hypoglycemia was not determined. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included no reported hospitalization, medical intervention, or changes to daily activities. Investigation included review of available complaint details and an attempt to obtain additional information from the user, which was declined. Investigation of this case revealed no identifiable device malfunction or use-related issue based on the information provided. It was concluded that the event was user-reported hypoglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.